Event description:
It was reported there were intermittent multiple occlusion alarms eventually resulting in an elevated blood glucose (bg), value unknown, displaying as "high" on (B)(6) 2026. The customer managed elevated bg with a correction injection. Occlusion alarms were resolved by changing the infusion set and cartridge and resuming insulin.